Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of the system service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved cleaning of a part by the fsr through standard troubleshooting procedures and daily maintenance, which resolved the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend for the part which was cleaned on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer observed a falsely decreased creatinine result while using the architect c16000 analyzer. The customer provided the following data (customer provided range 0.57 - 1.11) mg/dl: (B)(6) 2015: initial 1.63, retest 5.38 the result of 1.63 was questioned by the physician. This patient had previously generated a result of 5.19 on (B)(6) 2015. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.